Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that r-pilot 6x file broke during use. No injury occurred.

Manufacturer narrative:
This report is a duplicate of MFR report # 9611053-2022-00506. Please disregard this report.